Manufacturer narrative:
The following fields have been updated with additional information: d.10. Device available for eval? Yes. D.10. Returned to manufacturer on: 2021-08-09. H.3. Device returned to manufacturer: yes. H.3. Device eval by manufacturer: yes. H.6. Investigation summary: physical samples received, a visual inspection is carried out on the syringe provided by the client where it is possible to observe the correct marking of the scale, in addition to that no defect of the barrel is found. Photos received for investigation, upon observation scale marking is missing on the syringe, additionally the barrel appears damaged. One syringe out of the primary packaging (blister) with printed lot number 0332979, which shows damage to the barrel and lack of scale. One syringe inside the primary packaging (blister) with printed lot number 0226073, which does not show damage. Furthermore, during the documentary review of the batch 0332979 no quality events records in the product manufacture were found, the batch was inspected and later released accordance with the valid work instruction. Possible root cause for barrel damaged is failure of feeding rail , possible root cause for scale marking missing is failure in the marking process. Corrective action for barrel damaged in changing transfer plates in feeding rail, for scale marking missing actions include notification of failure to operators. H3 other text : see h.10.

Event description:
It was reported that syringe 1ml ls 25ga 5/8in tb ptk was damaged and missing scale markings. The following information was provided by the initial reporter: upon opening they realized that it did not have the scale and they are crooked from the barrel.

Event description:
It was reported that syringe 1ml ls 25ga 5/8in tb ptk was damaged and missing scale markings. The following information was provided by the initial reporter: upon opening they realized that it did not have the scale and they are crooked from the barrel.

Manufacturer narrative:
H6: investigation summary :photos received for investigation, upon observation scale marking is missing on the syringe, additionally the barrel appears damaged. One syringe out of the primary packaging (blister) with printed lot number 0332979, which shows damage to the barrel and lack of scale. One syringe inside the primary packaging (blister) with printed lot number 0226073, which does not show damage. During the documentary review of the batch 0332979 no quality events records in the product manufacture were found, the batch was inspected and later released accordance with the valid work instruction. Possible root cause for barrel damaged is failure of feeding rail , possible root cause for scale marking missing is failure in the marking process. Corrective action for barrel damaged in changing transfer plates in feeding rail, for scale marking missing actions include notification of failure to operators. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 1ml ls 25ga 5/8in tb ptk was damaged and missing scale markings. The following information was provided by the initial reporter: upon opening they realized that it did not have the scale and they are crooked from the barrel.